Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced an adverse event. The patient experienced a sensor failure during warmup. The patient was at home alone and called his mother at work saying he was having difficulty breathing. A sensor had been inserted on (B)(6) 2022 into the abdomen but was not providing any readings and said that it had failed during warmup. The mother stated that they did not know how far into the warmup this occurred, and that the patient was unable to do any fingersticks at that time. The mother called 911 and paramedics arrived. In the ambulance the patient was given IV fluids since he was severely dehydrated. The mother stated that the patient was in diabetic ketoacidosis (dka), but she was unable to provide any glucose values as she was not with him when he was with emergency medical services (ems). When he arrived at the hospital, he was given lots of IV fluids and insulin which brought his glucose level under control. He was also having seizures while at the hospital and was given keppra. He had a series of unspecified blood tests and an x-ray; no results were provided. The patient stayed in the hospital for 24 hours and was discharged. At the time of the report he was at home, tired, but feeling okay. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.